Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not "click" onto the pump. Reportedly, the o-ring was missing from the bottom of the cartridge. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.